Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lot had been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed during fill 1. Treatment was cancelled. The patient opened the cassette door and noticed fluid leaking from the cassette and into the cycler. The sample set has been discarded. During follow-up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications or infections. The patient was prescribed antibiotics prophylactically. The patient was prescribed the antibiotics cefazolan and ceftazidime prophylactically, with dosage of 1g each, to be taken one time through the peritoneal route using the patient's manual supply bag of dialysate.